Event description:
The customer reported that while connecting IV set to PICC line the spin luer lock broke off the IV set. The customer noted the spin luer lock was cracked but no leaking occurred. The tubing was replaced and no further problems occurred. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The customer¿s report that the spin luer lock had broke off of the IV set was confirmed. Visual inspection of the received partial set observed cracks on the top and bottom of the spin collar component of the distal male luer and it was observed that the spin collar component was able to be easily separated from the luer component. The root cause of the spin luer lock had broke off of the IV set was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.